Event description:
On (B)(6) 2014, slater labs noticed a complaint listed in maude. The complaint was mentioning one of our products 2021-21, oxygen tubing with 2 standard connectors (6mm), 21' (6.4m). The complaint stated that the oxygen tubing product almost choked the patient by cutting off the oxygen supply while using the oxygen concentrator machine. The tubing knotted up and kinked up not allowing the patient to receive oxygen properly.